Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. The reporter alleged that the battery compartment was cracked with evidence of moisture inside. It was reported that the battery cap was never replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/20/2014.device evaluation: the device has been returned and evaluated by product analysis on 10/07/2014 with the following findings:the complaint could not be duplicated. A review of the pump¿s black box data revealed no evidence of short battery life. The battery compartment was observed to be cracked with evidence of moisture inside. The returned battery cap was unable to fully secure onto the pump. The pump powered on with the returned battery cap. The electrical current draws measured within specifications. The leak test failed due to a cracked battery compartment. The pump was opened and no moisture or loose components were observed inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.